Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "low vacuum" alarms occasionally throughout the night. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp was reviewed. There were no nonconformances in the DHR related to the reported event. The customer elected to have their biomed service the iabp. He installed a 5000 hour preventive maintenance kit, which includes pressure head, vacuum head, diaphragm, filter, muffler, and hardware. The biomed advised that the replaced components were discarded after the repair; therefore, they are not available for evaluation by (B)(4). (B)(4).